Event description:
The customer reported that the insulin pump had a blank screen since the battery was changed. Troubleshooting was performed, and the display still was blank. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly.